Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that the battery longevity of this pacemaker dropped from two and a half year to one year and a half in a span of four months. An engineering analysis was performed in which result showed that the battery diagnostic data indicated that the device power consumption was increasing for over a year. It was then recommended to replace and return the device for a detailed analysis. Additional information was received which indicated that the device was explanted and will be sent back. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the battery longevity of this pacemaker dropped from two and a half year to one year and a half in a span of four months. An engineering analysis was performed in which result showed that the battery diagnostic data indicated that the device power consumption was increasing for over a year. It was then recommended to replace and return the device for a detailed analysis. Additional information was received which indicated that the device was explanted and will be sent back. No additional adverse patient effects were reported.